Manufacturer narrative:
Concomitant medical devices: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration 4mg/ml; dose "3.something") via an implantable infusion pump. The patient also took oral dilaudid 3 tabs 3 times daily. Patient history included non-malignant pain and failed back surgery syndrome. Following magnetic resonance imaging (MRI) the week prior, the patient felt like the pump shut down. The patient stated that the pump was not checked post MRI. The pump was refilled on (B)(6) 2015 and the healthcare provider (hcp) confirmed at that time that the pump had recovered. The patient stated that he had been in pain of "10 out of 10" for a week. The onset of the increased pain was sudden. There was no discrepancy in volumes at the refill and the hcp stated that the pump appeared to be operating. The hcp was checking the catheter function on (B)(6) 2015. The patient was to have a surgery at 1:45pm on (B)(6) 2015 and the situation was being addressed by the hcp. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.